Event description:
It was reported that the customer received a motor error and the glucose reading was 274 mg/dl. Alarm occurred after the bolus. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.